Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9050866. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient needed infusion treatment while in hospital. The nurse assessed the vascular condition by indwelling the venous catheter. After a successful puncturing, the nurse fixed the catheter and injected the drug intravenously. Liquid leakage was found at the heparin cap joint. Replace the indwelling needle immediately.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm npvc experienced leakage during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient needed infusion treatment while in hospital. The nurse assessed the vascular condition by indwelling the venous catheter. After a successful puncturing, the nurse fixed the catheter and injected the drug intravenously. Liquid leakage was found at the heparin cap joint. Replace the indwelling needle immediately.